Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 600 mg/dl at the time of incident and blood glucose went down after changing the infusion set. The customer was assisted with troubleshooting and declined for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that there recent blood glucose value was low. Customer stated that they feel okay. Customer states the cannula was bent. The insulin pump will not be returned for analysis.